Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
When the femoral implant was impacted during knee arthroplasty, the plastic impactor pad fractured. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The visual evaluation of impactor pad exhibits signs of repeated use and has fractured. DHR was reviewed and no discrepancies were found. Per package insert on page 02 states to not subject instruments to high loads and/or impact as breakage can occur and page 04 states if damage or wear is noted that may compromise the function of the instrument. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.